Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Patient presented with a painful hip after 7 years of uneventful post-operative function. Radiographs showed what appeared to be a fractured trunion on an accolade tmzf stem. The patient initially refused revision surgery and continued to ambulated on the hip. The patient finally agreed to revision hip surgery and that was performed on (B)(6) 2013. Intraoperatively there was significant metallosis noted. The broken piece of the proximal trunion appeared to have been worn down. The liner was removed because of a worn area. The stem was subsequently removed after an eto was performed.

Manufacturer narrative:
The event was not confirmed as no devices were made available for evaluation and no medical records were received. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was received.

Event description:
Patient presented with a painful hip after 7 years of uneventful post-operative function. Radiographs showed what appeared to be a fractured trunnion on an accolade tmzf stem. The patient initially refused revision surgery and continued to ambulate on the hip. The patient finally agreed to revision hip surgery and that was performed on (B)(6) 2013. Intraoperatively there was significant metallosis noted. The broken piece of the proximal trunnion appeared to have been worn down. The liner was removed because of a worn area. The stem was subsequently removed after an eto was performed.